Event description:
The advocate stated the customer tested her blood glucose and received a reading of 141 mg/dl using her contour meter. She was not feeling well, so she went to the hospital. The hospital tested her glucose and received a reading of 350 mg/dl within 2-3 hours. The customer was treated with insulin at the hospital. The customer performed control tests while troubleshooting and the results fell within the normal control range. The customer was concerned about the low reading that she received, so customer service sent a replacement meter. No product will be returned for evaluation.